Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
This is a spontaneous report by a nurse from (B)(6) regarding a (B)(6) male homechoice peritoneal dialysis patient. In 2010, the patient was diagnosed with bacterial peritonitis with (B)(6). On an unreported date, the patient had a peritoneal effluent culture performed. The result of the culture was (B)(6). The patient did transfer to hemodialysis. It was unknown whether the peritonitis resolved. The patient's medical history included end stage renal disease (esrd). No concomitant medications were reported. The nurse believed that the bacterial peritonitis with (B)(6) was not related to peritoneal dialysis therapy.